Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. There was also moisture damage on the motor, vibrator, and battery tube. The insulin pump was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, operating currents, unexpected restart error, off no power tests along with a self test due to the blank display anomaly. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer's reported via phone call that her son's insulin pump got damped and a blank display anomaly occurred; the customer works as a (B)(6) and he kept his insulin pump in his shorts, which were damp. The patient's blood glucose at the time of incident was 400 mg/dl. No mention of symptoms or treatment of hyperglycemia was made. Troubleshooting was initiated for the insulin pump. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The mother confirmed that the device went blank immediately upon contact with moisture. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis.